Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were intermittent high and undefined impedances on the right atrial (ra) lead. There was also loss of capture, oversensing, noise and fracture. It was noted the patient experienced shortness of breath. The ra lead remains in use. No further patient complications have been reported as a result of this event.